Event description:
The end user alleges they were sitting in the unit when they became sick. They leaned sideways over the arm of the unit and started to vomit. The unit fell over and their leg became stuck under the controller. The end user's leg was pressing on the joystick controller for approx 45 minutes causing the unit to continue to run. The end user sustained third degree burns to their right leg and they had a subsequent skin graft.